Manufacturer narrative:
An event of pericardial effusion after the amplatzer amulet was implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Images were received from the field and were examined by abbott medical affairs. This review found that the amulet device position and close criteria were satisfactory. The procedure images do not reveal any likely causes/elevated risk of effusion. Information from the field indicated that the physician thought it was unclear what the cause of the effusion was from. Procedurally everything went well, single deployment and no effusion on the tee intraoperatively nor on the post operative next day tte. While they did not think it was due to the initial amulet procedure, it could be from a post inflammatory process, whether the device itself or from the anchors and normal cardiac movement. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in atrial fibrillation during the procedure. Transesophageal echocardiography (tee) was used during the procedure. The laa measurements were 27.1mm at the orifice width at widest point, 41.0mm at depth, 19.4mm at landing zone at widest point, and 17.0mm at landing zone at narrowest point. The device was successfully implanted in the laa. There was only one deployment, and there was no effusion on tee intraoperatively or on the following day. Following the procedure, the patient was on aspirin (81mg qd) and plavix (75mg qd). On (B)(6) 2023, the patient returned for 3 month follow-up transesophageal echocardiogram (tee), which showed a small circumferential pericardial effusion, which was measured to be 9mm. The physician stated that the effusion was new since the procedure but was not clinically significant. The physician stated that the pericardial effusion was due to the procedure, possibly due to a post inflammatory process or from the device itself. The patient did not have any symptoms of pericarditis. The patient was asymptomatic, and no further treatment or clinical action was required. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.